Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
The patient was revised to address painful socket. Doi: (B)(6) 2015. Dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Correction: (B)(4). Was being retracted because it was further identified that the event was due to natural progression. Thus, changed in reportability status from serious injury to not reportable.